Event description:
It was reported the patient lost therapy at an unknown date after receiving a message on his controller the ipg needs to be replaced. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Additional information found this device is not liable as they didn't lose therapy until approximately (B)(6) 2021.

Manufacturer narrative:
Additional information found that the device is not liable.